Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient vision was not clear in the right eye and halos are worse. The lens was exchanged for another lens model 03 months 14 days following the initial procedure. Clinical reason for explant was mentioned as refraction. Additional information was received and stated, 1 week post-operative vision was still blurry and seeing halos. Vision never became clear. There was no patient harm.